Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead, presented to the emergency room approximately seven days post implant with complaint of sharp pain in the chest. Additionally, the patient received multiple shocks. Device interrogation revealed that the patient was in true ventricular fibrillation (vf). The arrhythmia was felt to have been caused by a very slow heart rate due to loss of capture (loc) on this lead. Pacing inhibition was also observed, however, did not result in asystole for greater than two seconds. The physician elected to make programming changes. When the device was programmed to maximum outputs, the patient experienced phrenic nerve stimulation. Subsequently, intermittent loc was observed on this rv lead. A revision procedure was performed. The rv lead was observed to have perforated the septum and was noted to be in the left ventricle (lv) far enough to capture the phrenic nerve. The lead also exhibited high threshold measurements and capture was intermittent. The lead was explanted and a new rv lead was implanted without further incident. No additional adverse patient effects were reported.